Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is cracked by tube holder, as well as front corners and left side of handle. Corner lining on bottom case is worn off. Plunger head is cracked by all screws. Customer?s reported issue was not duplicated during power-up process. The root cause of the reported issue was not determined because by a malfunction of the power supply on the main board. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional tests. Repair was not needed; positive power supply voltage on the main board was within the required specifications.

Event description:
It was reported that positive supply background test event occurred. No patient injury reported.